Event description:
Pt undergoing vitrectomy. Surgeon requested laser probe. Used iridex probe, 23 gauge. The probe worked for approx 400 spots and then "did not work". Laser was utilized for 11 minutes total for 1202 spots. Probe was returned to materials management to return to the company.